Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient suffered from a thrombus with dilated veins and left upper limb pain a couple months after the implant procedure of the device. The patient was treated medically. The device remains in use. The patient was a participant in the (B)(4)study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.